Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion and a detachment occurred. . The 90% lesion was located in a moderately calcified and moderately tortuous left circumflex artery (lcx). The 1.25mm rotalink plus unit became stuck in the vessel. Upon the physician's attempts to remove the burr by pulling on the drive shaft, the burr still remained in the patient's body. When the physician then attempted to pull the .014 rotawire extra support, the burr and wire came out together. The rotawire extra support became kinked with this attempt. The procedure was successfully completed with a 1.5mm rotalink plus and a new rotawire. No patient complications occurred. The patient status was good.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion and a detachment occurred. . The 90% lesion was located in a moderately calcified and moderately tortuous left circumflex artery (lcx). The 1.25mm rotalink plus unit became stuck in the vessel. Upon the physician's attempts to remove the burr by pulling on the drive shaft, the burr still remained in the patient's body. When the physician then attempted to pull the .014 rotawire extra support, the burr and wire came out together. The rotawire extra support became kinked with this attempt. The procedure was successfully completed with a 1.5mm rotalink plus and a new rotawire. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned connected together. The guidewire was returned with the rotablator plus unit, but was not inserted in the plus unit. It was noted that the burr was detached from the catheter unit. The burr was returned stuck to the spring tip of the guidewire. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to wet test the rotablator advancer unit using a control catheter unit. No speed was met. The advancer unit was dismantled in order to check the ultem and the turbine of the device. A melted ultem was evident. The turbine was corroded. The rotablator catheter unit could not be wet tested due to the detached burr. The burr was microscopically examined. The annulus of the burr was slightly flared/misshapen. The proximal section of the detached burr was microscopically examined and no issues were noted. The distal section of the coil was examined and it was noted that glue was present on the coil where the coil was attached to the burr. No issues were noted during the examination. A scratch test was performed and confirmed that the burr¿s cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).